Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 5. Precautions ¿ juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 6. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported after injecting 0.8cc of 1 syringe of juvéderm voluma® xc, the product would not come out of the syringe. The injector took the needle off the syringe and tried to push the product out of the syringe thinking maybe the needle got "clotted" and it would not come out. The injector tried to forcefully push it out and still could not push it out, and "after several times of (push/pulling) the syringe in and out, finally, the product kind of plopped out.¿ patient contact was made, but no injury to patient, staff, or injector occurred. A 25g cannula needle was used instead of the packaged needle.